Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient came into surgeons office with knee pain. He ordered a bone scan and it came back with signs of tibial loosening. He brought them to the or to see if it was loose and it was. The cement adhered to the bone but did not adhere to the tibial component, so he followed through with a full revision. The patient was revised to address pain and tibial loosening. Loosening occurred at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2015; dor: (B)(6) 2015; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.